Event description:
A facility reported that a pt's chest area was found wedged between a huntleigh healthcare dfs-3 matress and a hillrom h820 bedframe siderail. Pt found with siderail lodged in mouth. Respirations ceased, then returned spontaneously. Pt suffered several broken teeth as staff attempted to dislodge side-rail from mouth.